Event description:
A rotoblator procedure was performed to treat a restenotic stent in the proximal circumflex. The physician platformed in the circumflex and the first pass went fine. After the second pass a perforation of the circumflex was noted. Pt went to surgery and subsequently died during bypass surgery.